Event description:
A leak was reported to have been observed on a small volume folfusor device. This observation was made prior to patient use, after the device was compounded with fluorouracil and folinacid. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from december 10, 2014 to december 11, 2014. Evaluation summary: the device was received for evaluation. A visual inspection and functional leak testing were performed. No leaks, malfunctions or abnormalities were identified during the evaluation of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.